Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the defective c1 capacitor could not be positively identified. Device evaluation of batteries sn (B)(4) and (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Mfg. Dates: monitor sn (B)(4): (B)(6) 2015. Battery sn (B)(4): (B)(6) 2017. Battery sn (B)(4): (B)(6) 2017. Battery sn (B)(4): (B)(6) 2017. Battery sn (B)(4): (B)(6) 2016. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a french patient's monitor was unable to power on and that the patient's batteries were unable to power on a monitor.